Event description:
An ipp device was implanted on 7/28/87. The left cylinder was revised on 12/1/88. A connector was revised on 8/2/90. The entire device was removed from the pt and replaced on 4/14/97 due to scrotal pump detached.